Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in severely tortuous and severely calcified left main artery. A 3.50x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and the stent srtut was damaged. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.